Event description:
It was reported via repair work order that the fowler would not go flat past 30 degrees due to the gas spring being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.